Event description:
It was reported that the cutting loop broke off in the pt. It was reported that the surgeon was unable to retrieve the broken piece. Additionally, it was reported that the surgeon had to schedule ultra-sound to help locate the missing piece and a revision surgery to retrieve it.

Manufacturer narrative:
Additional info will be provided once investigation is completed.